Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2011. Subsequently, patient was revised on an unknown date due to suspected cobaltism.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing procedure on (B)(6) 2011. Subsequently, the patient experienced suspected cobaltism and was revised on an unknown date.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6), 2011. Subsequently, patient experienced unspecified surgical complications. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery date.

Manufacturer narrative:
This medwatch 1825034-2014-06164 associated with patient (B)(6) is a duplicate of medwatch 1825034-2013-05279 associated with patient (B)(6). This medwatch 1825034-2014-06164 is considered closed at this time.